Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 25 mg/ml of morphine at 8.636 mg/day and 800 mcg/ml of bupivacaine at 276.34 mcg/day via an implantable pump. It was reported a dye study was done on (B)(6) 2020 and the catheter appeared to be functioning properly. However, when the pump was interrogated, it was indicated a motor stall occurred 280 hours earlier on (B)(6) 2020. There was no recovery upon initial interrogation. It was reported the patient had a MRI (magnetic resonance imaging) procedure at that time. The pump was re-interrogated and the logs showed a recovery occurred. The pump seemed to be functioning properly. The issue was resolved as of (B)(6) 2020.